Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. This is 1 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and was treated with bolus. The customer alleged a possible under delivery anomaly, and identified the air bubbles. The customer reported a blood glucose value of 488 mg/dl. The customer was the event involved product(s) mmt-342, mmt-1884l, and mmt-441ag. Troubleshooting was performed for the high blood glucose and the customer has been using the insulin pump system within 48 hours of the reported high blood glucose event. Troubleshooting was performed for the air bubbles and the customer did not have a plunger available to attempt purging of air bubbles. The customer has used the auto mode/smartguard feature at the time of the event. The customer declined to test the pump. The customer confirmed used room-temperature insulin. No further patient complications were reported. No product return is required for mmt-342. No product return is required for mmt-1884l. No product return is required for mmt-441ag.

Manufacturer narrative:
Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test and displacement accuracy test. No under delivery anomalies noted during testing. Unit successfully downloaded to thump and carelink. Unable to confirm units of normal bolus was delivered due to insufficient data. Pump was cut to perform visual inspection and found evidence of moisture damage on the pcba 1, pcba 2 and lcd assembly. The p-cap/reservoir does lock properly. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, cracked case, cracked case-corner of belt clip rails, cracked case (battery tube), battery tube threads - cracked and label damage (stained and faded). Pump passed functional testing and no under delivery anomalies noted during testing. Unable to confirm high bg's. Cosmetic damages were noted during visual inspection. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.